Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital on (B)(6) 2018 for a routine pulse generator changeout. At this time, the physician decided to cap and replace the right ventricular lead that exhibited high threshold. The patient was stable before, during, and after the procedure.